Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to a dislocation occurred (B)(6) 2020, one week after the primary surgery. ø36/+9 135/145° humeral cup was removed and replaced by a ø36/+3 humeral cup and a reversed adapter (extra +9 spacing).